Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was responsive to commands after the implant procedure on (B)(6) 2018, however, it was reported that the patient was unresponsive to commands on (B)(6) 2018. On (B)(6) 2018, the patient was still not following commands, but was awake and agitated. The patient's creatinine had risen, then plateaued. Diuresis was initiated. The patient's liver function tests continued to rise, and was being attributed to shock. No further information was provided.